Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips field service engineer.

Event description:
It was reported to philips that the battery for the device was no longer holding a charge. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the battery for the device was no longer holding a charge. There was no reported patient or user involvement and no adverse patient/user impact.